Event description:
It was reported that the 9900 system displayed an iris pot error at boot-up. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Calibrated the iris, mag and normal stops. The system was tested and found to be working as intended and placed back into service.